Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported dissection could not be conclusively determined.

Event description:
During a lead implant procedure, a dissection occurred. While attempting to cannulate the coronary sinus, an x-ray revealed a small dissection. The atrial and ventricular lead was implanted and the procedure was completed successfully with no additional intervention needed. An echocardiogram was performed post procedure and the patient was in stable condition. There were no performance issues with any abbott device.